Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain . It was reported that the battery was not acting/working the way it was before and needed to be charged all the time. They used to charge every 2-3 days but now they charged every day. There were no recent reprogramming sessions or changes to setting parameters. There were no previous overdischarge events and the patient charged their implantable neurostimulator (ins) to 100% full. There were no related symptoms. It was reported that this event had been occurring for 4-5 months. No further complications were reported.